Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned instrument confirms the stated failure mode. The articular surface provisional has fractured into two pieces. Both pieces were returned for evaluation.. This instrument exhibits signs of significant use and wear. The articular provisional was manufactured in 2013. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during procedure and outside of the patient, the articular surface provisional sz 3 8mm broke. No injuries or surgical delays were reported. An s+n backup device was available and used.